Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure there was placement difficulty as the left ventricular (lv) lead would not track down the coronary sinus branch far enough for the physician to feel that the lv lead was in a stable position. The lead was removed and the physician tried a competitor lv lead but that lead was also not stable. The lv lead placement attempt was abandoned and the patient will go for an epicardial lead in the future. No patient complications have been reported as a result of this event.